Manufacturer narrative:
The controller was returned for evaluation. The driveline was not initially returned as it remained implanted during the time of this complaint. Patient history revealed the patient continued to experience electrical fault alarm, after which the site elected to undergo a pump exchange. Review of the manufacturing documentation confirmed that the associated pump/driveline ((B)(4)) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. On-site inspection of the driveline connector or driveline port could not confirm any damage or contamination. Analysis of the device revealed that the device met specifications; the controller passed visual examination and functional testing. Log file analysis revealed multiple electrical fault alarms of type "sys_rear_over_current_trip". This electrical fault alarm can be due to a short within the driveline connector or some sort of electrical interference. This alarm may also be triggered by contamination, however, no contamination was observed in either the driveline connector or the driveline port on the controller. The pump passed all functional testing. Additionally, the all wires within the driveline passed continuity and impedance testing. Based on the available information, the root cause cannot be conclusively determined. Although the reported electrical faults were observed during log file analysis, which revealed the electrical fault alarms to be reoccurring, testing did not reveal any failures or malfunctions with the associated devices in question. Based on the available information, the root cause cannot be conclusively determined. Although the reported electrical faults were observed during log file analysis, which revealed the electrical faults to be reoccurring, testing did not reveal any failures or malfunctions with the associated devices in question. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that a dt study patient received a medium priority "electrical fault" alarm on (B)(6) 2014 while he was outside doing yard work. The patient was unable to clear the alarms. Patient pump numbers were: flow 7.1 (5.7 on (B)(6) 2014), speed 2800 rpm and 7.3 watts (4.4 on (B)(6) 2014). When the patient went into the vad clinic on (B)(6) 2014, the patient alarm history showed and electrical fault alarm on (B)(6) 2014 at 0650am that lasted approximately 10 seconds and a second electrical fault alarm on (B)(6) 2014 at 1213pm that lasted approximately 12 seconds. The device manufacturer reported that the "electrical fault caused the trip current to over trip, the trip caused the rear motor stator to stop."